Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A male patient (5'-4",135 lbs., 23.17 m/kg2), presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound guidance. The right common femoral arteriotomy was 6.0mm, with mild proximal femoral calcification and posterior wall calcification. No issues were encountered advancing or withdrawing the 14f dry seal procedural sheaths. Following the tavr, heparin and protamine were administered and a 14f manta was deployed to the measured depth for closure and patient outcome post-procedure was stable. The patient presented in the physician's office for a one-week follow-up complaining of leg pain. An ultrasound performed indicated a restricted flow in the femoral artery. The physician decided to surgically intervene and explant the manta device. Due to insufficient information regarding the initial, deployment, surgical intervention procedures, positioning of manta as seen during the cut-down, patient environment and conditions, and no angiograms or device submitted for this investigation, the cause of the occlusion requiring surgical intervention cannot be determined. Therefore, the root cause as to why the manta was not effective in achieving hemostasis requiring surgical intervention remains undeterminable. Risk documentation was reviewed, and occlusion is a known risk. The severity of harm is ranked at a 4 based on local surgical repair utilized to treat the occlusion. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: tavr coordinator reached out to teleflex representative about a patient that received a manta closure device post medtronic tavr on nov 22. Teleflex representative was not present for the case. The patient came to the clinic for their one week follow up and complained of leg pain. The patient had a us which showed that the flow through the femoral artery looked tight. Physicians were discussing whether surgical explant of the manta was to be performed. Additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: tavr coordinator reached out to teleflex representative about a patient that received a manta closure device post medtronic tavr on (B)(6). Teleflex representative was not present for the case. The patient came to the clinic for their one week follow up and complained of leg pain. The patient had a us which showed that the flow through the femoral artery looked tight. Physicians were discussing whether surgical explant of the manta was to be performed. Additional information has been requested from the account.